Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. No weak battery alarm during our testing noted. The motor was tested outside of the device and passed. The insulin pump passed operating current test and displacement test. The insulin received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.